Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2012, product type; lead. (B)(4).

Event description:
It was reported that 2 weeks after implant, the device got infected. The physician went in and cleaned it up. Additional information regarding this infection and intervention was requested from the physician. If received, a follow up report will be sent.